Event description:
It was reported that patient hears squeaking, grinding and has pain in right hip since surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient hears squeaking, grinding and has pain in right hip since surgery.

Manufacturer narrative:
An event regarding pain and squeaking in the right hip involving an alumina trident insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿no determination can be made regarding the 'persistent pelvic pain' in this patient which has not been shown to relate to the total hip arthroplasty components. She does not have a metallic head in either hip and has shown no histologic evidence of metallosis or altr in her left hip. [¿] there is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this patient¿s clinical problems.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the exact root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Additional medical records regarding the right hip, such as progress notes, are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The event was determined to be under the scope of CAPA, which was raised to evaluate reports of squeaking involving trident ceramic-on-ceramic total hip arthroplasties. The following other devices were added to this report: alumina v40-femoral head 32mm, +0mm nk; cat # 6565-0-132; lot # unknown; accolade plus tmzf hip stem #2; cat# 6021-0230; lot # 7595502; trident hemispherical cluster 52mm; cat # 502-01-52e; lot # 7041101; 6.5 cancellous bone screw 16mm; cat # 2030-6516-1; lot # 10240804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.